Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had a leakage alarm and they also suspected that something was wrong with the safety disk and it needed to be replaced. There was no patient harm.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions. A getinge field service engineer stated that there may be a problem with the safety disk. After replacement of safety disk all functions of the machine and the safety performance indicators set by the factory have passed and have been delivered for clinical use.